Event description:
A (B)(6) male with severe aortic stenosis admitted for transcatheter aortic valve replacement (tavr). During transcatheter aortic valve deployment, the balloon ruptured. When attempting to remove balloon, a portion of it remained in the distal aorta. The remaining device was surgically removed and the femoral artery was surgically repaired.